Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and found to have a minor cut to the cable insulation. The damage was located at zone b in the middle one-third of the endoscope cable. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from endoscope housing and evaluated and found with an attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector ferrule exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable connector proximal end. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. A visual inspection confirmed. The cable integrated connector paddleboard exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable proximal end. The endoscope was tested and placed on in-house system or equivalent for functional testing and failed to provide a video due to an electrical or communication failure. The endoscope was plugged on an in-house system or equivalent and provided color bars in both eyes. The endoscope was placed on an in-house diagnostic tester or equivalent and found with local button controls not working properly. The endoscope failed the button functionality test due to light button. The endoscope was tested and placed on an in-house system or equivalent for camera cables due to an electrical failure on the endoscope cable. The endoscope was tested and placed on an in-house system or equivalent for functional testing failed due to an electrical failure. The endoscope was visually inspected, and damage was found at the distal end. The distal window located at the distal tip was visually inspected and found to have a broken or detached piece in a location that could fall into the patient. The endoscope was tested and place on an in-house system for cable testing and failed due to wahoo paddle board (wpb) defect. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use or reprocessing, which may include improper handling of the cable. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of this binding is attributed to component susceptibility to increased friction. The probable root cause is attributed to damage during use, which may include improper handling of the cable. Not fully inserting the connector to the connection port on the vision side cart (vsc) can cause damage to the light guide ferrule. The probable root cause is attributed to an electrical issue with the button. The probable root cause is attributed to an electrical issue with the endoscope cable.

Event description:
It was reported that during central processing, the 30-degree endoscope plus had tears. No known impact or patient consequence was reported.